Event description:
Customer reported that the difference between the blood glucose readings and the sensor glucose readings has been big and the customer has received a threshold suspend. Customer stated that the sensor was reading 80 mg/dl and the blood glucose reading was nearly 300 mg/dl. Customer has treated the 300 mg/dl reading with six units of insulin. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.